Event description:
It was reported that surgeon did a left hip revision caused a peri prosthetic fracture as a result of a fall which caused the femur to break around the original secur fit stem causing the stem to become loose as a result of the fracture from the pt falling down. Surgeon revised with a restoration cone conical.

Manufacturer narrative:
It was noted that the devices are not available for eval. Add'l info has been requested and if received, will be provided in a supplemental report.